Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain four of five of peritoneal dialysis therapy. It was noted that the patient had drained 97ml of an expected 1705ml at the time of the alarm. The patient then received a drain complication encountered message. During troubleshooting it was noted that there was an air bubble located about midway down the patient line. The cycler was rebooted and the patient drained an additional 102ml before receiving another m31 air detected in cassette alarm. The treatment was cancelled and upon removing the cassette, fluid was discovered within the cassette compartment of the cycler. The cause of the leak was unknown. The caregiver was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue with their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient received a replacement cycler and was able to continue with peritoneal dialysis therapy without complications. The cassette was discarded following the leak. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was completed on the cycler with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom head pumps and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.